Event description:
Adverse events(s): "none reported" (no consequences or impact to patient). Product problem(s): "product remained in the eye" (use of device issue). A surgeon reported during a poster presentation that this product remained in the pt's eye following surgery in four out of 51 patients treated at this hosp since 2004. Two of these pts were closely monitored and the other two pts were treated with a secondary surgical procedure. Additional info was received. This pt (fy) underwent a vitrectomy for pvr (grade b) in the right eye with lensectomy. The preoperative finding indicated there was a tear in the upper region. This product was used in conjunction with cryopexy, laser photocoagulation and postoperative silicone oil tamponade. During the initial surgery, the eye was flushed using irrigation solution (unspecified) after removal of this product. Postoperatively residue of this product was found in the subretinal area. No additional procedures were required. This is the third of four medical device reports being filed for this report.

Manufacturer narrative:
The device was not returned for evaluation. The reporter did not provide a lot number or any identification traceable to the manufacturing process. Device history records could not be reviewed. The package insert states, "perfluoron (purified perfluoro-n-octane liquid) must be completely removed at the conclusion of the procedure." (B)(4).